Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Lood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified common femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after crossing the wire, dilatation was performed using the cutting balloon. However, the balloon ruptured at 4atm upon first inflation and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified common femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after crossing the wire, dilatation was performed using the cutting balloon. However, the balloon ruptured at 4atm upon first inflation and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good.